Manufacturer narrative:
The gambro cartridge blood set used during this treatment was from an unk catalog and lot number. The facility checked their current inventory and defined the potential lot number involved in this incident to be 05m15714. The cartridge blood set from this incident was not retained for inspection. The retained samples of the lot 05m15714 were submitted to visual inspection, functional testing and physical characteristic analysis. A clinical complaint investigation was conducted. As a conclusion, the lab was unable to ascertain most lab data for this pt due to hemolyzed blood samples without lab data demonstrating an elevated ldh or a decreased haptoglobin level, it is not possible to conclude that this was a hemolytic event. However, the positive methemoglobin is suggestive of chemical hemolysis as opposed to acute mechanical hemolysis. The pt's demise was determined to be a cerebrovascular accident and hemolysis of unk etiology. However, the pt's hematocrit and hemoglobin appeared to be stable prior to his death. Based on this conclusion and on the results of the retained samples analysis, there is no reason to suggest that the blood tubing set caused or contributed to the pt death.